Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) and approximately eight hours into the support bleeding from the red plug was noted. Consequently, the impella cp device was explanted and replaced for continued mcs.

Manufacturer narrative:
The investigation of product damage (hole in catheter) has been completed. The impella cp was returned for evaluation. Upon visual inspection, blood was present in the red handle. A hole in the catheter was present at the 90cm mark. Clinical details noted that blood was coming from the red plug after patient was brought back to unit after insertion. The root cause of the product damage (hole in catheter) was most likely a use related issue. H6 medical device problem code 2385 model was erroneously entered on the initial manufacturer device report number 1220648-2025-27987.